Manufacturer narrative:
Reported issue of bands failed to deploy. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the stomach during an endoscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, ¿gauntlet locked in the time to turn to the league release.¿ the procedure was completed with another speedband superview super 7 device. No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.

Manufacturer narrative:
Investigation results: received one speedband superview super 7 device for analysis. The velcro strap, irrigation catheter and the ligator head were returned and the handle assembly did not present any visible damage. The crimp was present on the trip wire. A visual examination of the device found all bands present on the ligator head with the second band caught under the first band. It was noticed that the ligator head teeth were damaged and the suture was attached to the ligator head and the trip wire loop. It was found that the trip wire was broken and was completely rolled in the handle. There is no evidence showing that the trip was secured in the handle assembly slot during the procedure. A functional evaluation of the handle was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. Based on the evaluation of the device, it appears that the trip wire was not properly tightened and secured during device set-up, as instructed in the dfu. Failure to properly tighten and secure the trip wire most likely impacted the timing of the band deployment and contributed to the complaint event. Therefore, the most probable root cause of this event is user/ use error.   A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A labeling review was performed and no anomalies were found.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the stomach during an endoscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, ¿gauntlet locked in the time to turn to the league release.¿ the procedure was completed with another speedband superview super 7 device. No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.